Event description:
New eye doctor gave me a sample of solution to use for my contacts. I did just opened the box and grabbed the bottle to rinse my contact. Didn't realize that it was hydrogen solution and burned my eye pretty badly.